Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. The insulin pump passed the displacement accuracy test. Device was set to proper time and date. Device was monitored for over ten days. No unexpected time change noted during testing. However, loud motor noted during testing due to faulty motor. Device received with cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a time clock anomaly; the device lost fifteen minutes. The customer also mentioned that the motor rewinds louder than it used to. The patient's blood glucose at the time of these incidents is unknown. The insulin pump will be returned for analysis.